Event description:
It was reported that when the asymptomatic patient presented for routine clinical follow-up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 45.7-46.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 10.3-14.0cm from the distal tip. Internal insulation abrasions were noted at 8.1-9.3cm, 11.1-12.4cm, and 14.8-15.6cm from the distal tip. The etfe coating was intact at these locations.